Manufacturer narrative:
The mayfield skull clamp (a2000) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned device showed that the hex bushing worn and the lock still moves after the unit is locked down and needs to be replaced. General maintenance and cleaning performed. All worn components were replaced with new parts. Unit was machined to have heli-coils added to the large starburst threads. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking mechanism on the mayfield skull clamp (a2000) was faulty and came loose during an unspecified case, dropping the patient's head and patient slipped. There was an unspecified patient injury and delay in surgery is unknown. Additional information has been requested.